Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. The ICD has been received and analysis is in process. This report will be updated when further information becomes available.